Manufacturer narrative:
Medwatch sent to FDA on 11/10/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of edema as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection."

Event description:
Healthcare professional reported after injection with juvederm ultra patient developed "periocular edema (bilateral)." Patient was injected with hyaluronidase and symptoms resolved one month later.